Manufacturer narrative:
(B)(4).

Event description:
It was reported the tab broke off the peel-away sheath during removal. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported the tab broke off the peel-away sheath during removal. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one peel-away sheath for evaluation. Signs of use were observed on the peel-away sheath. Visual inspection of the sample revealed the sheath is fully split along its score lines. One of the sheath tabs is broken off at the level of the juncture hub. The separation point was jagged. Some molding of the sheath was still visible in the separated tab. The sheath body length measured 2 3/4" which is within the specifications of 2 5/8" - 2 7/8" per peel-away sheath product drawing. Functional inspection could not be performed on the peel-away sheath due to the damage. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit instructs the user , "thread catheter distal lumen over guidewire and advance catheter over guidewire through sheath into vessel. Grasp tabs of peel-away sheath and pull apart, away from catheter, while withdrawing from vessel until sheath splits down its entire length. Do not use excessive force when introducing guidewire, peel-away sheath over tissue dilator or tissue dilator as this can lead to vessel perforation and bleeding.". The customer report of a peel-away sheath tab broken in use was confirmed through complaint investigation of the returned sample. Visual inspection revealed the peel-away sheath had separated during use along its score lines, and one of the peel-away sheath tabs had broken off at the level of the juncture hub. Some molding was still visible in the separated tab. Manufacturing engineers were contacted and they indicated this is likely an error during the molding process. Based on these circumstances, manufacturing likely caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for complaints of this nature.